Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was found to be on safety mode. This pacemaker remains in service. No adverse patient effects were reported.